Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their ins replaced as it reached eri (elective replacement indicator). It was reported that high impedances were discovered during the procedure. It was reported that both pre-operatively and post-operatively high impedances were found on electrode 12. ¿initially they were found on nine when paired with electrode 8¿. After connecting the leads to the new battery high impedances were still found on electrode 12 with all other electrodes. It was reported that there were no external/environmental factors that may have led or contributed to the issue that the rep was aware of. No troubleshooting or interventions were performed as the patient was not using this electrode for successful programming. It was reported that the issue was not resolved at the time of the report. It was indicated that it was unknown which lead lot number was associated with the high impedances. The leads remain in service. The event occurred on (B)(6) 2017. No symptoms reported. No further complications were reported/anticipated.